Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that sorin centrifugal pump console displayed a "no com" error and would not advance to the next menu during a procedure. There was no report of a patient inquiry. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that sorin centrifugal pump console displayed a "no com" error and would not advance to the next menu during a procedure. There was no report of a patient inquiry.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that sorin centrifugal pump console displayed a "no com" error and would not advance to the next menu during a procedure. There was no report of a patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and traced the problem to the dual pressure module. The customer's biomedical engineering department replaced the pressure module. Follow-up communication with the customer revealed that the module had been discarded and is not available for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Replaced device discarded by customer.